Manufacturer narrative:
An event regarding foreign matter involving a no. 2 triathlon ts plus tibial insert x3 poly 11mm was reported. The event was not confirmed. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information and the product or pictures not received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during surgery when the implant was opened, a hair was found inside the packaging. A new implant needed to be couriered to the hospital from the branch and this caused a 25 minute delay in the case as a result.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during surgery when the implant was opened, a hair was found inside the packaging. A new implant needed to be couriered to the hospital from the branch and this caused a 25 minute delay in the case as a result.